Manufacturer narrative:
Evaluation summary: analysis confirmed the reported event; a printed circuit board was found out of electrical specification and prevents programmer from powering on correctly. Analysis also found the system fan was noisy and the stylus was missing.

Event description:
It was reported that the programmer switched off during a check and was not able to be turned on again. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(6). (B)(4).